Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish a connection between the ipg and clinician programmer (cp). The cp also displays a communication error. Troubleshooting attempts were unable to resolve the issue. No additional information is known at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model.